Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Device was not returned to manufacturing facility.

Event description:
It was reported that during use on patient in operating theatre, smoke coming from back of pcu. 4 x lvp attached. There was no harm/injury to patient.

Manufacturer narrative:
Additional information : imdrf annex a, g, c and d grids.

Event description:
It was reported that during use on patient in operating theatre, smoke coming from back of pcu. 4 x lvp attached. There was no harm/injury to patient.

Manufacturer narrative:
(B)(4). Device not returned, no findings available, cause not established (B)(4). Additional information: device available for eval?, returned to manufacturer on, device return to manuf.?, device eval by manufacturer?, reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes & manufacturer narrative chr & DHR. A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Not applicable. Device evaluated by bd.

Event description:
It was reported that during use on patient in operating theatre, smoke coming from back of pcu. 4 x lvp attached. There was no harm/injury to patient.